Manufacturer narrative:
Upon further investigation, the issue was found during periodic maintenance. Therefore this complaint no longer meets reportability requirements. There was no patient involvement. The maintenance technician replaced the bezel, and the issue was resolved.

Event description:
It was reported to philips that a v60 ventilator had a nav-ring defect. It is unknown if the device was in use at the time of the reported event, however, there was no patient harm reported.

Manufacturer narrative:
(B)(6).